Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/28/2021. H6: investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd pen ndl 32g 4mm needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the consumer reported that the drug didn't come out after attaching the pen needle to the pen. The consumer brought the affected product to the pharmacy.

Manufacturer narrative:
Reported medical device lot # : unknown - unknown device expiration date. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for reported unknown medical device lot #.

Event description:
It was reported that 1 bd pen ndl 32g 4mm needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the consumer reported that the drug didn't come out after attaching the pen needle to the pen. The consumer brought the affected product to the pharmacy.